Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced hyperglycemia with glucose values reaching approximately 330 mg/dl prior to the event. Engineering log review confirmed that the user entered three meal announcements within approximately one hour, including a "usual breakfast," "more than usual breakfast," and "usual lunch," resulting in approximately 53 units of insulin being requested. The reporting healthcare provider indicated the user was likely attempting to lower elevated glucose values by entering repeated meal announcements rather than allowing the ilet to adjust insulin delivery automatically. The user's glucose subsequently declined to 45 mg/dl, requiring ems transport and hospitalization. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to repeated meal announcements resulting in excess insulin delivery. Additional training was planned by the diabetes educator and healthcare provider prior to discharge. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-jun-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 45 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.